Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 360 mg/dl at the time of incident and current blood glucose was 284 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that first pump was the cot and he was getting no delivery alarms about 4 or 5 times a day. Customer stated he had 6 no deliveries yesterday but nothing today. Customer was treated using pump manual bolus 6.1 units. Customer does not alleged pump was under delivering. Customer reported the drive support cap appeared normal. The device will not be returned for analysis.